Event description:
It was observed that during the device evaluation, the inner sheath, for 26 fr, the ceramic tip insulation was missing. There was no patient involvement.

Manufacturer narrative:
It was observed that during the device inspection the inner sheath, for 26 fr, the ceramic tip insulation was missing. The most likely cause was determined to be, component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.